Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) for the device states, "the scepter c and the scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired." Additionally, the IFU identifies use of the scepter balloon for angioplasty procedures as a contraindication. The scepter was used to post-dilate a stent as a compression device, not to provide temporary vascular occlusion to stop or control blood flow, per the IFU, and the off-label application of the device represents use error.

Event description:
It was reported that treatment was performed for an internal carotid artery aneurysm. A (non-microvention) flow-diverter stent was deployed, but it did not open proximally. During an in-stent inflation with the scepter balloon to improve the wall apposition, the balloon ruptured. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The scepter c balloon catheter was returned for evaluation. Visual inspection revealed no damage to the device. Water was injected directly into the inflation lumen via the inflation port to test balloon inflation. The balloon inflated as expected.. The reported complaint is unconfirmed. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.